Event description:
The customer reported that the system displayed a calibration failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an over the phone eval. The rep coached the customer through a filament calibration. The customer reported that the system operates as intended.